Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Information requested is unknown. * were there any patient consequences? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent uterine fibroids procedure on (B)(6) 2023 and suture was used. During the surgery , uterine blood vessels were sutured, the doctor used suture to perform the suturing. During the suturing process,the problem of pulling off suture needle happened , and the vascular suturing was not successfully completed. Complete vascular ligation after replacing the suture. Additional information has been requested.